Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/07/2024.

Event description:
A patient reported, "implant may have possibly ruptured" and "extremely painful". The device remains implanted. This record is regarding the right side.

Event description:
Patient reported right side "implant may have possibly ruptured" and "extremely painful". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported, right side "implant may have possibly ruptured". And "extremely painful". The device remains implanted.